Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related. The implant was unsuccessful due to being unable to pass though the vessel as per the clinical description. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 57-year-old female with cardiomyopathy was to be implanted with an impella 5.5 device due to needing a bridge to heart transplant. The device was unable to pass though the vessel. A decision was made to abort implant of impella 5.5 and place an impella cp through graft. There was no report of adverse effect to the patient.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.